Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. When fse installed instruments in the opposite side going across its desired instrument lumen door, a gap was created such as an x shape resulting in a "normal" view for the surgeon which was actually considered "user confusion" that was visible on the surgeon cart and vison cart monitor. When manipulating a desired arm, the surgeon views a normal setup but actually was viewing and controlling opposite arms, therefore causing an "opposite" arm movement. Based on the fse findings, it was noted the issue was related to either instrument misplacements and/or not having the entry guide installed correctly. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted omentectomy surgical procedure, the surgeon experienced an issue where the patient side manipulator (psm) arms moved in the opposite direction of the surgeon's input. This issue did not occur consistently but appeared randomly. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there were no injuries reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) visited the site again and obtained additional information: the reported " backward arm movement" issue had not persisted after instructing/training the customer on proper navigator view usage and master tool manipulator (mtm) clutching. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the issue may be related to misplacement of the instruments and/or incorrect installation of the entry guide.

Event description:
Refer to h11 for follow-up information.